Event description:
It was reported that during the implant procedure the medtronic lead dislodged during the slitting of the sheath. A new sheath was used to re-implant the medtronic lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).